Event description:
The customer alleged a manufacturer everest & jennings wheelchair, serial number unknown with brakes that were difficult to engage/disengage and an inoperable IV pole. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).